Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with the emergency room and insulin pin. Customer's blood glucose value was 470 mg/dl at the time of the incident. Customer's current blood glucose value was 217 mg/dl. Customer stated that she has been having some complications with her diabetes, endo states she would benefit from our new pumps. Has been in the emergency room and hospital, in the last 6 months she has been in the hospital 4 times. Has been in the ICU for a few days. Endo wants her to try to get on the new pump. Customer was throwing up at the time of the incident and was in the hospital for 3 days, was also in the ICU in (B)(6) at this time customer was over 600. Customer does not want to do high blood glucose troubleshoot, healthcare professional has changed settings would like to inquire about the new pump. This has become an everyday battle there is no stabilization to her blood glucose. Troubleshooting was performed. The customer had admitted into hospital on (B)(6) 2017 at 11:00am. The blood glucose value when admitted to hospital was 470 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization.. The product was not returned for analysis.